Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges infection and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex st (device #1). An additional emdr was submitted to represent the bard/davol mesh ¿ composix kugel (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st and composix kugel hernia patch on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the mesh infection of the patient was diagnosed in 2019. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges infection and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2017) is considered to be a best estimate. This supplemental emdr represents the ventralex st (device #1). An additional supplemental emdr was submitted to represent the mesh ¿ composix kugel (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st and composix kugel hernia patch on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the mesh infection of the patient was diagnosed in 2019. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2018 - patient was diagnosed with symptomatic incisional hernia thereby underwent open repair with the implant of ventralex st mesh. Per operative notes, ¿the hernia sac was dissected. A ventralex st mesh was then placed and secure it with suture.¿ (note: there is no indication in the medical records provided that the patient was implanted with composix kugel mesh). (B)(6) 2019 - patient was diagnosed with infected ventral hernia mesh thereby underwent open repair with the explant of ventralex st mesh. Per operative notes, ¿there was quite bit of scar tissue. Scar tissue was removed. The ventralex st mesh was removed. The wound was irrigated.¿ (B)(6) 2019 - patient was diagnosed with open wound of abdominal wall with complication thereby underwent laparoscopic repair.